Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer's blood glucose value was 54 mg/dl at time of call. Customer treated low blood glucose with soft drink. Customer reported his blood glucose was over 300 mg/dl when he woke up and took a bolus. Troubleshooting was performed for change sensor alarm and sensor signal not found and serter issue. Customer declined troubleshoot for low blood glucose. The product will not be returned for analysis.